Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of life (eol) when received. Analysis of device image revealed high current drain consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. Device evaluation was performed and no anomalies were found.